Event description:
It was reported that positioning issues occurred. The eccentric, de novo, 80-90x14-16mm, 80% stenosed target lesion was located in a non-tortuous and non-calcified distal vena cava extending to bilateral iliac veins. The lesion as dilated with a 12x4 wanda balloon catheter. A 16x90/9fr uni plus 100cm wallstent endoprosthesis stent was selected to treat the target lesion. However, upon repositioning the device, resistance was met and the device cannot be retrieved. Finally, the stent was deployed in a non-target vessel location. A 14/90 wallstent rp and a 18/90 wall sent rp were implanted to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code corrected from operational context to user/ use error. Device evaluated by MFR.: the most probable root cause has been determined to be use/user error as the dfu states that: the device is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms and the safety and effectiveness has not been established for veins other than the innominate or subclavian. However, this device was used in the vena cava extending to bilateral iliac veins. (B)(4).

Event description:
It was reported that positioning issues occurred. The eccentric, de novo, 80-90x14-16mm, 80% stenosed target lesion was located in a non-tortuous and non-calcified distal vena cava extending to bilateral iliac veins. The lesion as dilated with a 12x4 wanda balloon catheter. A 16x90/9fr uni plus 100cm wallstent endoprosthesis stent was selected to treat the target lesion. However, upon repositioning the device, resistance was met and the device cannot be retrieved. Finally, the stent was deployed in a non-target vessel location. A 14/90 wallstent rp and a 18/90 wallstent rp were implanted to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device and was not returned. No issues were noted with the profile of the device. No issues were noted with the movement of the outer sheath proximally or distally. No issues were noted with the inner shaft.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4). .

Event description:
It was reported that positioning issues occurred. The eccentric, de novo, 80-90x14-16mm, 80% stenosed target lesion was located in a non-tortuous and non-calcified distal vena cava extending to bilateral iliac veins. The lesion as dilated with a 12x4 wanda balloon catheter. A 16x90/9fr uni plus 100cm wallstent endoprosthesis stent was selected to treat the target lesion. However, upon repositioning the device, resistance was met and the device cannot be retrieved. Finally, the stent was deployed in a non-target vessel location. A 14/90 wallstent rp and a 18/90 wallsent rp were implanted to complete the procedure. No patient complications were reported and the patient's status was stable.